Event description:
Complaint received by telephone from sales mgr. Quality systems to date has made four attempts to retrieve further complaint detail regarding "large blood leak". The leak was reported by a technical supv. Written request by fax was done on 05/10/2000 to nurse mgr. On 05/12/2000 the nurse mgr was paged. No response has been received as yet. 05/15/2000 qs called facility and spoke with rn mgr. Rn mgr reported that the pt undergoing "cvvh" was initiated onto treatment with av400s without incident. However after blood had filled the extracorporeal circuit, air detector of dialysis machine alarmed. Then blood tinged dialysate was noted by the rn. Venous pressures were within normal limits. The pt's bp was very low but stable. The dialyzer was discarded without rinseback, as was the venous blood line. Estimated blood loss was 108cc. Medical intervention was not necessary and no adverse effects were experienced by the pt. MDR filed due to blood loss only. "Crrt" treatment was resumed with a f70nr without further incident. There were no other similar events with this product from this facility. Dialyzer sample discarded.